Event description:
As reported by end user hospital, a when a 10cc syringe was attached to the hub of a power injectable PICC device for blood aspiration, only air was able to be aspirated. The leur lock fitting of the syringe was noted to be damaged. There was no air injection or patient complications. The used device was discarded by the hospital.

Manufacturer narrative:
Although the devices involved in the reported event have been discarded by the end user hospital, an investigation is currently being conducted. Upon completion of the investigation, a follow-up medwatch will submitted. (B) (4).